Event description:
Pt reported obtaining a blood glucose result of 459 mg/dl, while using the suspect device. Pt indicated that, based on this result, she delivered 200 of regular insulin. Pt stated that, several hours later (exact time duration not provided), she lost consciousness, while at work. Pt reported that she was transported to the emergency room, where her blood glucose measured 14 mg/dl (using hospital's blood glucose monitor). Pt stated that she was treated with 2 amps of d-50, an intravenous glucose solution, and food. Additionally, pt reported that, 2 days later, a similar event occurred. Pt noted that she had delivered regular insulin (amount not provided), based on a result of 443 mg/dl. Pt stated that she later lost consciousness, at home, and was subsequently transported to the emergency room, by ambulance. Upon arrival in the hosp, pt's blood glucose reportedly measured 21 mg/dl (using hosp's blood glucose monitor). Pt indicated that she was treated with 2 amps of d-50, an intravenous glucose solution, and food. Pt's current condition: fine. Qc testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.